Manufacturer narrative:
The last calibration performed on 17-mar-2023 was ok and there were no alarms. Quality controls recovered within the customer's specified ranges. Upon review of the alarm trace, a sample clot detection error was observed. This is an indicator of possible poor sample quality. The field service engineer found the reagent pack to be compromised. The reagent pack was removed and samples tested before and after the affected sample were checked; all results were passing. An instrument check, calibration, and controls were run; all were successful. The customer stated that the issue appeared to be isolated to one reagent pack that was near completed. The investigation determined the actions performed by the engineer and customer resolved the issue.

Event description:
The initial reporter stated they received questionable results for 14 patient samples tested with elecsys ft4 ii on cobas e 801 analytical unit serial number (B)(4). All samples initially resulted in ft4 values of > 7.77 ng/dl. The customer provided an example of one patient sample with discrepant ft4 results. The sample initially resulted in an ft4 value of > 7.77 ng/dl with a data flag and this value was reported outside of the laboratory. The physician questioned the result. The sample was repeated, resulting in a value of 0.90 ng/dl. The repeat value was deemed correct.